Manufacturer narrative:
Based on the available information, this event is deemed to be both a reportable malfunction. Based on the available information, no patient harm was reported. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: october 27, 2016. (B)(4). Note: there are two (2) other cases associated with this reported event. A separate 3500a form has been submitted to the FDA.

Event description:
Complaint received from a distributor reporting during intubation of a male with no denture or jagged teeth, the ER doctor made four (4) attempts to intubate the patient. The initial attempt, the device cuff "just went flat." On the second and third attempts the new devices "did not secure due to low air retention in the cuff." On the fourth attempt, intubation was successful and the device was "kept over-inflated" the fourth device is "currently on the patient." No further information was provided. No patient injury was reported.